Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet integrated with dexcom g7 experienced intermittent cgm data loss to the ilet, including periods without readings and ¿brief sensor issue¿ messages, while the dexcom app sometimes continued to show data; a sensor replacement and re-pairing were completed, and data subsequently returned. Symptoms included no acute clinical symptoms. Outcomes included transient hyperglycemia to 219 mg/dl for about one hour without backup therapy, ketone testing, medical intervention, or hospitalization. Investigation included call troubleshooting, device reset, assessment for compression of the sensor during sleep, verification of sensor code, and guided re-pairing to the ilet. Investigation of this case revealed a communication interruption between the cgm sensor/transmitter and the ilet consistent with signal loss or poor connection, potentially exacerbated by sensor compression during sleep, with resolution after reset and sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user and use environment factors leading to intermittent cgm-ilet communication loss, with device function restored after re-pairing and standard troubleshooting.